Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital due to dizziness. It was noted that oversensing was found in some ventricular high rate episodes. Also, the right ventricular (rv) lead exhibited variable thresholds and during an underlying rhythm test, there was non-capture visualized during backup pacing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with presyncope. There were high thresholds observed with the rv lead and unexplained loss of capture despite high output settings. Reprogramming was performed, and subsequently the lead was capped. No patient com plications have been reported as a result of this event. Also, it was reported that the implantable pulse generator (ipg) device exhibited a pacing problem and there was unexplained loss of capture. Initially, programming was performed. The device was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.